Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked, rendering the device inoperable and leading the user to discontinue use and transition to manual therapy, while blood glucose remained unaffected and the user continued cgm monitoring. Symptoms included no reported adverse clinical effects. Outcomes included no reported hospitalization, disability, or other clinical impact. Investigation included customer service assessment with photo confirmation and device return for evaluation. Investigation of this device revealed device damage to the display component consistent with physical impact, resulting in loss of function and inability to operate the pump. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to device malfunction.